Manufacturer narrative:
A getinge's authorized distributor evaluated the iabp unit and after an in-depth diagnosis, the fault was traced to a top level display. The entire display monitor was replaced, and it has been tested in working condition and released back for clinical use.

Event description:
It was reported that after switching on the cardiosave intra-aortic balloon pump (iabp) the display monitor flickered once on the lower display, after that the console seemed to go on doing the self-test; however there was no display on the monitor. After about 90 seconds, there was a long beep non-stop alarm which is unsilenceable. When the power button was pressed once, it immediately shutdown. It is unknown if there was a patient involved however; no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that after switching on the cardiosave intra-aortic balloon pump (iabp) the display monitor flickered once on the lower display, after that the console seemed to go on doing the self-test; however there was no display on the monitor. After about 90 seconds, there was a long beep non-stop alarm which is unsilenceable. When the power button was pressed once, it immediately shutdown. It is unknown if there was a patient involved however; no adverse event was reported.